Event description:
It was reported that the unspecified bd¿ pen needle was not functioning. The following was received from the initial reporter: sent: thursday, (B)(6), 2023 12:25 am. I bought 1cc short insulin needles and they were messed up and made it really hard to use the needles. It did cause pain due to them getting stuck and not pulling back correctly. It was really hard to use them.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ pen needle was not functioning. The following was received from the initial reporter: sent: (B)(6) 2023 12:25 am. I bought 1cc short insulin needles and they were messed up and made it really hard to use the needles. It did cause pain due to them getting stuck and not pulling back correctly. It was really hard to use them.

Manufacturer narrative:
Investigation summary: unable to perform complaint lot history check for needle pain due to unknown lot number. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.